Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary, (B) (4) a full lead was received. The helix was found distorted/bent therefore is not able to retract. This most likely occurred during the implant attempt.

Event description:
(B) (4) 6947; it was reported that during the implant procedure, the helix would not retract after the lead was repositioned four times. The device was not implanted. No patient complications have been reported as a result of this event.